Event description:
While performing a preventative maintenance check, the technician found the ground resistance reading was high on the stretcher.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the power cord plug to repair the stretcher.